Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was unknown. It was reported that the patient is in the ER (emergency room) and she is going to read their pump now. The hcp is thinking they might have done a priming bolus twice on the patient so the caller wants to know how to determine that in the logs. It was reviewed to look for how many updates that occurred during last refill and if there is more than one. It was also reviewed to look at reservoir volume and it could potentially be calculated how much drug has been delivered since the last update. The caller is going to read the pump logs to determine is the pump was primed more than once. There were no symptoms reported. The event date was unknown. The caller stated she has no further information at this time but will know more when she sees the patient. There were no further complications reported/anticipated. Additional information was received from the rep on 2018-aug-01. The patient information, device information, and hcp information was provided. The priming bolus issue was first noticed on 2018-jul-19. Patient went to ER with increased spasticity, md aspirated catheter which appeared to be working, so he primed the catheter. Patient was still having increased spasticity, so he gave a 50mcg bolus which is when he potentially primed catheter again. Md called tech support to confirm/not confirm if he actually did the priming bolus twice. It was unknown what symptoms that patient presented. The cause of the issue was noted to be potential doctor programming error. The issue was resolved at the time of the report. The rep followed up with the doctor regarding the patients status, the patient was admitted to the hospital for symptoms which may have not been related to the pump. Symptoms resolved and patient was discharged. There were no further complications reported/anticipated.